Event description:
Patient was revised to address pain and loss of motion. Poly wear of patella and tibial insert were found intraoperatively.

Manufacturer narrative:
Examination of the submitted products confirmed polyethylene wear, product information required to review the device history records was not provided. The investigation could not draw any conclusions about the root cause of the polyethylene wear, however, the length of time implanted (seventeen years) and method of sterilization are possible contributing factors. In addition, the product codes are discontinued items. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.